Event description:
Patient reported "rupture", "recall in the body" and "cyst" via ultrasound. Later the healthcare professional confirmed the event of "rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.3., a.4., a.6., b.3., g.2.

Event description:
Patient reported "rupture", "recall in the body" and "cyst" via ultrasound. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.